Event description:
It was reported that when the customer attempted to discharge the battery prior to disposal, he used a hammer and a flat blade screwdriver to pierce the battery label in the marked location and activate the discharger feature. After an unreported period of time, the battery began emitting what was described as "smoke" and the reporter threw the battery into a garbage container. The battery subsequently made a loud "bang" noise. The building was evacuated and a hazardous materials team was called to the scene. There were no reports of adverse affects to the user or bystanders as a result of the reported event.

Manufacturer narrative:
(B) (4): the returned battery pak assembly was evaluated by physio-control's failure analysis center. The reported problem was verified. The root cause of the reported failure was determined to be the use of excessive force when activating the battery pack discharging function.